Event description:
It was reported by the customer that they found debris in the sterile packaging prior to a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing before a medical procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation h3 other text : no product return per the customer.

Event description:
It was reported by the customer that they found debris in the sterile packaging prior to a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing before a medical procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.